Manufacturer narrative:
Device was received with corrosion observed on the pcb and bottom battery, indicating that fluid had leaked in the device. A leak test was performed, and no internal leakage source was identified. No cracks observed in external housing that could potentially allow fluid to get inside the device. E-seal was found to be adequate with no damages or defects observed. The source of the corrosion could not be determined. During the investigation, a hole was found in the exposed portion of the soft cannula. The fluid path was manually occluded, and fluid was observed leaking through the hole in the exposed portion of the soft cannula. All three batteries were observed to be lower than expected. No data could be retrieved from the device due to the corrosion present on the pcb and low battery voltages. Due to the inability to retrieve the data, the reported hazard alarm event could not be determined.

Event description:
It was reported the patients blood glucose level rose to >250mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was alarming during bolus.